Event description:
It was reported on (B)(6) 2013 that an event involving an electric pen burr (burr tapered fissure : part # 03.000.086s; lot #8274143) occurred during a lefort 1 , bilateral split sagittal osteotomy (bsso) procedure. The surgeon was using the matrix orthognathic plating system and the tip of the burr broke off into the patients bone during drilling. The piece of broken burr was lodged in the bone. The surgeon stated he felt more damage would be ensued if the piece was removed and decided to leave it in place. A spare burr (part # 03.000.086s; lot #8274143) was available. Surgery was completed successfully without time delay. Surgeon stated there is no necessary follow up for the patient in relation to this incident. There is no reported extended hospitalization due to event. There was no report of harm or injury to the patient. It was reported the patient is doing well post-operative . No further information is available. The report is for an instrument; the device is an electronic burr tapered fissure. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Additional product code/s: dzi, erl, hbe. The device is an instrument, not implanted/explanted. The investigation could not be completed and no conclusion could be drawn, as no product was received. A review of the device history records has been requested. Placeholder.